Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that this voltage alert was part of the safety architecture and an early warning indicator that something was prematurely depleting the battery. Ts also offered an analysis for changeout timing but sounded like the physician was just going to replace the device. As of this time, this device remains in service. No adverse patient effects were reported.